Event description:
I had a depuy sigma rp knee replacement on (B)(6) 2009. It failed and revision surgery had to be done (B)(6) 2012. This took place at (B)(6) hospital in (B)(6). By dr (B)(6). Depuy knee failure replaced with a smith and nephew.